Manufacturer narrative:
A ge service rep performed an on site investigation. The resolution was adjusted during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint.

Event description:
It was reported that the image resolution on the 9800 system was out of specification. No pt injury was reported.